Event description:
It was reported that high, out of range, pacing lead impedance was observed. The lead was explanted and replaced without complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.